Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7251712; medical device expiration date: 2018-09-30; device manufacture date: 2017-09-08; medical device lot #: 7174821; medical device expiration date: 2018-07-31; device manufacture date: 2017-06-23. A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after centrifuge, bd vacutainer® glass cpt molecular diagnostics tube(s) had a ¿gel layer running up the sides of the tube¿. There was no report of exposure, injury or medical interventions.

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for poor barrier separation with the incident lot was observed. However, the customer's indicated failure mode for low yield was not observed as instructions for use (IFU) for this tube does not specifically claim a yield of cells rather a percent recovery of the patient's whole blood cell count. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA. The investigation is still on-going, and improvements will be made as the potential causes of this issue are identified.

Event description:
It was reported that after centrifuge, bd vacutainer® glass cpt molecular diagnostics tube(s) had a ¿gel layer running up the sides of the tube¿. There was no report of exposure, injury or medical interventions.

Manufacturer narrative:
Initial MDR reported the incorrect ((B)(4)) manufacture and location. The corrected medical device manufacturer and manufacturer location has been updated ((B)(4)). Medical device manufacturer: (B)(4), manufacturing location: (B)(4).

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no.

Event description:
It was reported that after centrifuge, bd vacutainer® glass cpt molecular diagnostics tube(s) had a ¿gel layer running up the sides of the tube¿. There was no report of exposure, injury or medical interventions.